Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the tip of the implantable pacing lead (ipl) damaged while placing the lead in rv. While positioning the lead, tip came out and got damaged. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.